Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4). Description: infiniontm cx 70 cm lead model #: sc-4316 lot #: 18480734 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms were pain and pus. The patient underwent an explant procedure. The physician believed that the infection was not related to the device but was procedure related.